Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that surgeon went to core left ventricle, and the coring knife did not make a complete cut despite counter tension with foley balloon. The surgeon questioned whether they were handed the dull side. It noted by an oversevere of the coring that it was the sharp side towards apex of left ventricle. The surgeon completed the core with #11 blade. The surgeon wanted the coring knife evaluated. The coring knife was in the implant kit. There was no harm caused to the patient, nor delay in surgery. Per the surgeon, it never felt normal. The knife never felt like it was cutting. The ventricle was not thick, no muscle involvement which was confirmed on echocardiogram by the surgeon.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned coring knife did not reveal an issue that would have contributed to the reported event. The coring knife was returned without the handle or end caps. The knife showed witness marks from the manufacturing process around the sharpened end but no evidence of damage was noted. Visual inspection of the knife under a microscope did not reveal any areas of damage or defect to the blade edge. The coring knife passed cut testing and felt comparable to the same cut test performed with a test knife. Review of the coring knife manufacturing documentation found no deviations from manufacturing or quality specifications. These inspections include a cut test and visual inspection of the knife edge under magnification. Coring knife s/n (B)(6) passed all testing and inspection. The cause of the reported event could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The receiving inspection information (batch # 10276665) indicated that coring knife s/n (B)(6) was part of a batch of reworked knives. The knife passed all functional tests and inspections. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the apical coring knife as an optional component for device implantation in the introduction section. The surgical procedures section provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.